Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial/lot number is unknown. Correction: e, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had temperature issue. Per follow up information received via mail on 02jan2025, the device was sent to s-inter for repair. Temperature cable was replaced to solve problem. Replacement of temperature cable. Patient switched to different device, no impact to patient. Per sample evaluation results on 03jan2025, temperature in cable cut and dirty fill tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had temperature issue. Per follow up information received via mail on 02jan2025, the device was sent to s-inter for repair. Temperature cable was replaced to solve problem. Replacement of temperature cable. Patient switched to different device, no impact to patient. Per sample evaluation results on 03jan2025, temperature in cable cut and dirty fill tube.

Event description:
It was reported that the arctic sun device had temperature issue. Per follow up information received via mail on 02jan2025, the device was sent to s-inter for repair. Temperature cable was replaced to solve problem. Replacement of temperature cable. Patient switched to different device, no impact to patient. Per sample evaluation results on 03jan2025, temperature in cable cut and dirty fill tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.